Manufacturer narrative:
The device has been received fro evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.